Event description:
It was reported that a malfunction alarm occurred. There was no information provided regarding the impact on the customer's blood glucose level. The device is expected to be returned for evaluation, and a replacement pump has been dispatched.